Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that the onetouch verio iq meter read inaccurately erratic. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged the issue first began on (B)(6) 2014. The patient reported the following readings: on (B)(6) (2:32pm) ¿298mg/dl¿ and (2:35pm) ¿210mg/dl ; on (B)(6) (8:47pm) ¿105mg/dl¿, (8:48pm) ¿78mg/dl¿, and (8:49pm) ¿62mg/dl¿; on (B)(6) (8:53pm) ¿319mg/dl¿ and (8:55pm) ¿193mg/dl¿; and on (B)(6) (8:57pm) ¿211mg/dl¿ and (8:59pm) ¿114mg/dl¿. Based on statistical methodology, the calculated difference of some of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. The patient manages her diabetes with apidra (three times a day) and lantus (once a day). According to the csr¿s documentation, as a result of her blood glucose reading on the evening of (B)(6), the patient reportedly administered 6 units of apidra as self-treatment (instead of her usual 5 units). The patient did not test her blood glucose with another device nor did she develop any symptoms after the alleged meter issue began. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting, and the blood glucose results were from the approved (per owner¿s booklet) sample site. The patient did not have control solution available. Replacement products were sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
Follow-up # 2 ¿ (08/13/2014), the patient¿s test strips have been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the test strips involved with this complaint failed testing. The test strips were evaluated and the primary complaint was not confirmed; however, a secondary issue was noted where the test strips were found to have shelf life exceeded. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (07/18/2014).the patient¿s meter has been returned on 6/16/2014 and evaluated by lifescan product analysis on 7/9/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.